Event description:
It was reported that during setup at the user facility, the drill was running without user activation after the foot pedal was released. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the sockets were found to be corroded, which was identified as a probable cause of the device running without user activation.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that during setup at the user facility, the drill was running without user activation after the foot pedal was released. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.